Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the mitraclip may have caused or contributed to a leaflet perforation. It was reported that one mitraclip was implanted on (B)(6) 2016 reducing mitral regurgitation (mr) from grade 3-4 to 1-2. On (B)(6) 2016, a posterior leaflet perforation at the posterior clip arm was noted, but the clip remained attached and stable to both leaflets. Mr had returned to grade 3-4 and a second mitraclip procedure was performed reducing mr grade to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported mr was likely a cascading effect of the tissue damage; however, a definitive cause for the reported tissue damage cannot be determined. Although a conclusive cause for the reported tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medwatch report, the information was reviewed indicating the mitral regurgitation was reduced to grade 1 on (B)(6) 2016. No additional information was provided.